Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR), please see updated sections: g4, g7, h2, h3, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that when used with the 180 scopes, there was no image displayed. The probable cause of the reported issue is the failure in the dr board of the patient board set. The device was shipped and delivered to user in 2015, approximately 5 years passed, therefore, likely that the parts were defective due to age deterioration. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was received for evaluation. The user report was confirmed:" when plugged into 180 series no image on display" using test 180 series scopes. Issue is due to a failure in the dr board of the patient board set. Also determined during inspection that the receptacle board has a loose locking lever that will not properly retain the scope connector cable, causing intermittent contact with the pins when cable is pulled. As a preventive measure, the instruction manual states: in case of video system center failure or malfunction, always keep another video system center in the room ready for use.

Event description:
It was reported that the scope did not have an image displayed. It is unknown if the issue occurred during a procedure or during preparation for use. There was no patient harm or injury reported due to the event.